Event description:
It was reported that a patient who was recovering from lumbar surgery was using an invacare 9630-1 commode. The commode allegedly collapsed causing an increase in symptoms and limitations to the end users mobility. No additional information is available at this time. Unknown injury or medical intervention. This file will be updated when additional information is obtained by invacare.